Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 11f sheath hole prior to an interventional endovascular aortic repair (evar) procedure. Reportedly, two proglide sutures were successfully pre-placed. The sheath was upsized to a 16f sheath, and the evar procedure was completed. Post-procedure, the physician attempted to tighten the two rail sutures, but they had not caught the tissue, resulting in continued arterial blood flow. A cutdown with manual suturing was done to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.